Manufacturer narrative:
(B)(4). The customer does not know the lot number. The data of manufacture cannot be determined.

Event description:
The customer reported that prior use during the pre-test the cuff leaked. There was no patient involved.